Event description:
It was reported that the doctor experienced great difficulty in removing the balloon catheter from the sheath. Once removed, it was noted that the balloon catheter almost broke in half. A new balloon was used to complete the procedure.

Manufacturer narrative:
The device history record was not reviewed, as the lot number was unk. As of this date, a sample has not been returned for evaluation. Should the sample be returned, and the results of this investigation change, a supplemental report will be submitted. With the limited info submitted, the root cause could not be determined. The IFU for this device states: caution- if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel.